Manufacturer narrative:
510k: this report is for an unknown unk - artificial disc replacement: prodisc c/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the patient will undergo a prodisc-c removal case on (B)(6) 2019. There was no information provided about the removal case at this time. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).